Manufacturer narrative:
No button response due to corroded keypad traces. No button error alarms noted during testing. No ramping numbers noted on the display. Moisture damage noted on lcd board and motherboard during visual inspection. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they received a button error alarm right after the insulin pump got exposed to moisture. The customer stated that the screen was frozen. The customer's blood glucose was 22 mmol/l at the time of incident. The customer stated that numbers are ramping on their own. The customer stated the scroll bar is moving with no input. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.